Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's fio2 setting was unable to be adjusted. The device's three-way solenoid valve was replaced to address the issue.